Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 564 mg/dl. The customer did not mention any symptoms of their blood glucose levels except going to restroom a lot. The customer states treated with bolus with pump. Customer's current blood glucose value was 564 mg/dl. Customer's blood glucose value was 550 mg/dl at time of incident. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer performed a self test on the pump and it worked. The customer also reported the additional blood glucose of 423 mg/dl. The insulin pump will be returned for analysis.